Event description:
It was reported the customer had a motor error alarm. Customer stated they were able to clear the alarm and perform the prime/fill process. However, customer stated the motor error alarm was recurring. The customer had changed the battery, but the alarm persists. The customer's blood glucose was 33.9 mmol/l. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Motor error alarm noted during rewind due to corroded motor home switch. Unit received with minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.